Manufacturer narrative:
Other relevant device(s) are: micra d4: model #: mc1avr1-delsys / expiration date: 14-sep-2021; serial#:(B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Dev rtn to MFR ? No. Mfg date: 03-apr-2020 . Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited placement difficulty. The delivery system exhibited placement difficulty, and was no longer responsive. The ipg was attempted not used, and replaced. No patient complications have been reported as a result of this event.